Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm, keypad anomaly, weak battery alarm and numbers scrolling on their own on display screen. Customer's blood glucose was 12.2 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.